Event description:
As reported by the edwards field clinical specialist, following deployment of a 26 mm sapien valve during a transfemoral tavr procedure, mild-to-moderate paravalvular leak (pvl) and mild central aortic insufficiency (cai) was noted. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. The physician performed a slow, two stage inflation of the delivery balloon; however, during deployment the sapien valve moved ventricular over a subvalvular calcium ridge. The sapien valve appeared to be in a good position on the anterior mitral edge and on the left coronary cusp (lcc) but lower at the non coronary cusp (ncc), approximately 50:50 at the lcc and 70:30 ventricular at the ncc. A second sapien valve was implanted within the first, which resolved the pvl and cai. The patient was noted to be in stable condition following the procedure. The native aortic annular diameter was 24 mm by tee. The native aortic valve and root were moderately calcified. The patient¿s ejection fraction (ef) was 45%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the canted position of the valve was subvalvular calcium that helped facilitate ventricular valve movement upon deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve regurgitation and device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Although the cause of the valve canting cannot be confirmed, per the implanting physician a subvalvular calcium ridge may have contributed to the sapien valve moving ventricular on the ncc side during deployment. The subsequent pvl and cai was likely caused by the canted deployment of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.